Event description:
Carestation 650 anesthesia machine apl valve (adjustable pressure limiting valve) was set at minimum while patient was spontaneously breathing, and airway pressures began to increase. Clinician had to remove the rebreathing bag to release the airway pressures until case was completed. Hospital bio med team disassembled anesthetic gas scavenging systems assembly and checked for blockages/leaks. Tested apl valve from minimum to 70. Hospital called general electric technology tech support on 3/03/2022 ordered parts to replace bag-to-vent module and apl assembly. Performed preventative maintenance and returned to service.